Manufacturer narrative:
The initial information was documented in a journal article. No additional information is available at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device is not available.

Event description:
It was reported through a clinical research article, "distal tibia periprosthetic fracture (conservative treatment)."

Manufacturer narrative:
Upon review, b1 was noted incorrect. This report is to correct b1. H3 device not returned.

Event description:
It was reported through a clinical research article, "distal tibia periprosthetic fracture (conservative treatment)."